Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the left anterior descending (lad) artery when a perforation occurred. A 3.5x19mm graftmaster rx was advanced to treat an active perforation but failed to cross the anatomy to reach the perforation. The device was removed with resistance from the anatomy and a non-abbott device was used to seal the perforation and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.